Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.

Event description:
Revision of an optetrak knee components reportedly due to tibial subsidence. This event occurred outside of the us, in (B)(6), and was discovered through post market surveillance activities.